Manufacturer narrative:
A visual assessment of the returned device was performed. The sheath was bent in several locations, and the working length was bent. All of the basket wires were present and attached. There was a torque mark present on the handle cap to indicate the proper torque application during assembly. The handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, resistance was met likely due to the defects identified on the sheath. The basket would open with resistance and failed to close completely. When the basket was in a closed position, the exposed wire between the distal end of the sheath and proximal end of the basket exceeded the specified measurement. The handle cap was tight when it was removed. The handle cannula was flush with the proximal end of the pinch vise, which meets specification. The sheath was removed from the basket wire sub-assembly and during removal, the wire moved with resistance; the resistance was likely due to the defects identified with the working length. The basket wire sub-assembly was bent in several locations along the working length. The handle cannula was bent. There were no broken wires on the basket or basket wire sub-assembly. The complaint was consistent with the reported event of basket won't close and would not open, however, neither the basket wire and basket wire sub-assembly were broke. Per the event information, the defect was identified outside the patient during preparation for the procedure. Most likely, due to some aspect of handling the device prior to use in the procedure, the working length became bent. The bent working length impacted basket functionality. During manufacturing, the devices are 100% inspected for device functionality/ integrity. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a bagley stone retrieval basket was used during a stone manipulation and stone retrieval procedure performed on (B)(6) 2015. According to the complainant, during preparation, the basket would not open and close. Additionally, the basket wire broke when they tried to open and close the basket. The procedure was completed with another bagley stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of basket wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bagley stone retrieval basket was used during a stone manipulation and stone retrieval procedure performed on (B)(6) 2015. According to the complainant, during preparation, the basket would not open and close. Additionally, the basket wire broke when they tried to open and close the basket. The procedure was completed with another bagley stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.